Event description:
It was reported that during a procedure to treat two lesions in the mid left anterior descending artery (lad) with heavy calcification, in the 2nd obtuse marginal, a 3.0x18 xience prime stent delivery system (sds) was advanced to the mid lad; however, it was noted that there was blood flow in the balloon lumen. Reportedly, a tear in the balloon was suspected and the 3.0x18 xience prime sds was withdrawn from the patient anatomy without resistance. A new 3.0x18 xience prime stent was implanted to treat the lesion in the mid lad. Pre-dilatation was performed with a 2.5x15 trek balloon catheter and a 2.0x20 trek balloon catheter in the 2nd obtuse marginal. A 2.5x15 xience prime sds was advanced but could not cross the lesion. A trek balloon catheter was used for plain old balloon angioplasty to successfully treat the lesion in the 2nd obtuse marginal. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The tear was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.